Event description:
It was reported that the patient underwent a radiofrequency ablation (rfa) procedure during which an electrode became detached from the connector while inside the patient. The outcome of the procedure was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to block b5. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a radiofrequency ablation (rfa) procedure during which an electrode became detached from the connector while inside the patient. The outcome of the procedure was unable to be obtained. After further review, the broken electrode was discovered post-procedure and did not occur inside the patient. As such, there was no reported patient harm.